Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate anti-tachycardia pacing and shocks to treat this patient&#38112;ventricular tachycardia and ventricular fibrillation. Review of the crt-d data revealed that tachy therapy was programmed off for an unknown reason the day of the episode and later reprogrammed back on. Additional information provided from the field did not indicate a cause or reason for why tachy therapy was programmed off. The crt-d remains in service and there were no adverse patient effects reported.